Event description:
The clinician reported that over 5 months after the dental implant was placed in ada site 19 in the patient's mouth, the implant did not achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
The manufacturer updated the catalog number in the complaint file. The following fields were updated in this follow-up report: b4 (date of report), d1 (brand name), d4 (change of catalog number, lot number, expiration date, UDI), f6 (date of becoming aware), f7 (follow up report), f9 (device's age) and f13.

Event description:
The clinician reported that over 5 months after the dental implant was placed in ada site 19 in the patient's mouth, the implant did not achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.